Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the dilator bent and caused the guide wire to bend. The doctor could not insert the catheter properly. A new kit was used to complete the procedure.

Manufacturer narrative:
Qn# (B)(4). The customer returned a used spring-wire guide (swg) and a dilator for evaluation. Visual inspection of the swg revealed two bends in the swg body. Microscopic examination of the guide wire confirmed the bends. Both welds were present and were observed to be full and spherical. The dilator body was slightly curved in two locations. There were white regions in the area where the dilator body curved, indicating that it was exposed to stress. Microscopic examination of the dilator confirmed the stress marks on the dilator body and revealed that the distal tip was torn, bulged out on one side, and had stress marks as well. The two bends in the swg were located approximately 21.7 and 39.7 cm from the proximal end of the swg. The two bends with stress marks in the dilator body were located approximately 5.5-5.8 cm from the distal end of the dilator hub and between 1.5-2.3 cm from the distal tip of the dilator. Other remarks: the length and outer diameter of the swg were measured and were found to be within specification. The length, outer diameter (proximal end), and outer diameter (distal end) of the dilator were also found to be within specification. The guide wire was inserted into the distal tip of the dilator and the dilator passed over the entire guide wire with minimal resistance. A manual tug test confirmed both the distal and proximal welds are intact. The device history record (DHR) for the dilator and guide wire were reviewed and no relevant manufacturing issues were identified. The instruction booklet provided with the kit describes an insertion procedure including the step to enlarge the cutaneous puncture site with the cutting edge of a scalpel prior to dilating. The customer did not report whether or not this step was performed. The report that the guide wire and dilator were bent was confirmed through examination of the returned sample. The dilator body was slightly bent with stress marks on the body and tip, and the swg body had bends as well. Both devices met all dimensional requirements, the swg was able to pass through the dilator during functional testing, and a DHR review did not reveal any manufacturing related issues. The damage to the guide wire and dilator is characteristic of encountering resistance during insertion. Based on the condition of the sample and the report that it occurred during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the dilator bent and caused the guide wire to bend. The doctor could not insert the catheter properly. A new kit was used to complete the procedure.